Manufacturer narrative:
There was no visual evidence the charger caught fire. The charger was not operable upon return.

Event description:
Alleges charger caught on fire.

Manufacturer narrative:
The "date of event" and "patient identifier" have not been provided. The device has not yet been evaluated. Should further information become available, a follow-up report will then be issued.

Event description:
Alleges charger caught on fire.